Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic endoscopic submucosal excavation (ese) procedure performed using a single use ligating device to treat a 1 cm sessile gastrointestinal stromal tumor, a device malfunction occurred after the tumor was removed and a purse-string suture was performed. During the release operation, when the slider was pushed out, the steel wire within the handle broke, preventing the nylon loop from being released. As a result, the nylon loop failed to release. Because the nylon loop could not be released, the nylon rope and sheath inside the body had to be cut. The wound was reclosed using hemostatic clips. The procedure was prolonged by 2 hours. No additional harm to the patient was reported.